Event description:
The complainant reported purge disc slide notch is broken on automated impella controller (aic) .console returned for investigation / repair. No patient is involved .

Manufacturer narrative:
The investigation into the purge disc/flag issue has been completed. The automated impella controller (aic) was returned for investigation. As per the data logs reported complaint date is (B)(6)2022, however the issues related to the purge disc actually occurred on (B)(6) 2022. On (B)(6) 2022, staff began case start but several "purge disc not detected" alarms triggered. Console arrived in danvers. The issue with properly detecting the purge pressure disc was reproduced, and purge flag was confirmed to be broken. This report is being filed as part of a retrospective review of historical records.